Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging the his one touch surestep enhanced meter would not power on. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt. The pt reported that the alleged issue began 1 yr prior to contacting lfs, after the subject meter was exposed to water. The cca noted that the pt manages his diabetes with pills. As a result of the alleged issue, the pt denied taking any action regarding his diabetes mgmt. Approximately 3 or 4 months after the alleged power issue started, the pt claimed he developed symptoms of feeling dizzy, dry throat and sweats. The pt denied receiving medical treatment. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly, developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.